Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9297-15, angled reamer sleeve, batch number 052116, was received for investigation. Visual evaluation of the returned device noted nicks and striations in its inner diameter on both the proximal and distal ends. Additionally, the device was returned with an ar-9676 stuck inside. Functional testing was not performed due to the damage of the devices. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to cease functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used usually, this issue is unlikely to present itself, which suggests that the handling of the device greatly impacts whether or not it will seize. For this reason, the direct cause is considered to be device misuse.

Event description:
On 02/19/2025, a sales representative reported via (B)(4) that an (2) ar-9297-15 univers vaultlock® augmented glenoid angled reamer sleeves heat welded with the ar-9676 angled reamers. This occurred during a total shoulder procedure on (B)(6) 2025. The procedure was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.